Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had stuck button alarm. Customer's blood glucose level was unknown. Customer also stated that they restart the insulin pump but the screen was always still on this alarm which cannot be cleared. The device will not be returned for analysis

Manufacturer narrative:
Device passed displacement test and self test. Device was received with intermittent buttons response due to corroded keypad traces. No stuck button error alarm noted during testing.